Event description:
It was reported that the patient experienced mechanical issues and a cylinder bulge with an inflatable penile prosthesis (ipp). A revision surgery was scheduled to address the experience; however, the procedure could not be performed on the scheduled date as the patient could not travel for the appointment. There were no patient complications.

Event description:
It was reported that the patient experienced mechanical issues and a cylinder bulge with an inflatable penile prosthesis (ipp). A revision surgery was scheduled to address the experience. There were no patient complications.